Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: ne disorder) ab') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. D08066) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t underwent essure confirmation test". The patient's previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2014. On (B)(6)2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), emotional distress ("hormonal changes: emotional"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), migraine ("migraines/headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced depression ("psych injury/depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and anxiety ("mental anguish/anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), vaginal infection ("vaginal infection"), dermatitis allergic ("rashes or skin conditions type: skin"), chest pain ("chest pain"), vision blurred ("blurred"), irritable bowel syndrome ("ibs") and diarrhoea ("frequent diarrhea"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, depression, emotional distress, female sexual dysfunction, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal discharge, anxiety, dermatitis allergic, migraine, chest pain, nausea, dyspareunia, vision blurred, fatigue, weight increased, irritable bowel syndrome, diarrhoea and myalgia outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, chest pain, depression, dermatitis allergic, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, myalgia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: essure insertion detail: both tubal ostia were visible were visible. The essure devices were passed into the tubal ostia on both sides with 4 coils on the left and 4 coils on the right remaining on the uterus . It was reported that essure confirmation test(s) was unknown. She received treatment for pelvic/abdominal, dysmenorrhoea (cramping), general abnormal bleed, vaginal infection. She has an essure and believes she may be allergic to the nickel that is on the coils because shortly after she had the essure she had a lot of inflammation and pelvic pain". Pathology report: uterus with cervix, bilateral fallopian tubes (total laparoscopic hysterectomy, bilateral salpingectomy: cervix: acute and chronic cervicitis with squm10us metaplasia, nabothi1in cyst. No evidence of residual dysplasia. Endometrium: late secretory endometrium. Myometrium, leiomyoma. Right and left fallopian tubes. No significant histopathologic alterations. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2019: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: nausea, blurred vision, pelvic pain, depression, anxiety, migraine, irritable bowel syndrome, fatigue, vaginal discharge, vaginal infection". Most recent follow-up information incorporated above includes: on 10-jan-2020: plaintiff fact sheet received. Events¿ malposition of essure device location of device: ne disorder) ab, hormonal changes: emotional; apareunia (inability to have sexual intercourse); abnormal bleeding (vaginal); abnormal bleeding (menorrhagia); uti (urinary tract infection); vaginal discharge; mental anguish/anxiety; rashes or skin conditions type: skin, migraines/headaches; chest pain, nausea, dyspareunia (painful sexual intercourse); blurred; fatigue; weight gain, irritable bowel syndrome (ibs); frequent diarrhea, muscle pain, and she didn¿t underwent essure confirmation test were added. This case is medically confirmed. Patients demographics, historical medication, lab data, essure lot number, reporter were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal infection ("vaginal infection") and psychological trauma ("psych injury"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: it was reported that essure confirmation test(s) was unknown. She received treatment for pelvic/ abdominal, dysmenorrhoea (cramping), general abnormal bleed, vaginal infection. Most recent follow-up information incorporated above includes: on 3-sep-2019: reporter and patient demographics were updated. Updated essure indication. On (B)(6) 2019, she explanted essure. Injury event was replaced with pelvic/ abdominal, dysmenorrhoea (cramping), general abnormal bleed, psych injury, vaginal infection. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: ne disorder) ab') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. D08066-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t underwent essure confirmation test". The patient's previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2014. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), emotional distress ("hormonal changes: emotional"), urinary tract infection ("uti"), migraine ("migraines/headaches"), nausea ("nausea"), fatigue ("fatigue") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced depression ("psych injury/depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and anxiety ("mental anguish/anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), vaginal infection ("vaginal infection"), dermatitis allergic ("rashes or skin conditions type: skin"), chest pain ("chest pain"), vision blurred ("blurred"), irritable bowel syndrome ("ibs") and diarrhoea ("frequent diarrhea"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, depression, emotional distress, female sexual dysfunction, urinary tract infection, anxiety, dermatitis allergic, migraine, chest pain, nausea, vision blurred, fatigue, weight increased, irritable bowel syndrome, diarrhoea and myalgia outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, chest pain, depression, dermatitis allergic, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, myalgia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: essure insertion detail: both tubal ostia were visible were visible. The essure devices were passed into the tubal ostia on both sides with 4 coils on the left and 4 coils on the right remaining on the uterus . It was reported that essure confirmation test(s) was unknown. She received treatment for pelvic/abdominal, dysmenorrhoea (cramping), general abnormal bleed, vaginal infection. She has an essure and believes she may be allergic to the nickel that is on the coils because shortly after she had the essure she had a lot of inflammation and pelvic pain". Pathology report: uterus with cervix, bilateral fallopian tubes (total laparoscopic hysterectomy, bilateral salpingectomy: cervix: acute and chronic cervicitis with squm10us metaplasia, nabothi1in cyst. No evidence of residual dysplasia. Endometrium: late secretory endometrium. Myometrium, leiomyoma. Right and left fallopian tubes. No significant histopathologic alterations. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on 03-jan-2019: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: nausea, blurred vision, pelvic pain, depression, anxiety, migraine, irritable bowel syndrome, fatigue, vaginal discharge, vaginal infection". Lot number reported d08066 is not valid. Most recent follow-up information incorporated above includes: on 21-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.